Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine with 0.7ml to the cheek (ck4). Patient experienced "a lump on the cheek, a painful lesion". Patient was treated with doxycycline. Symptoms are ongoing. A 25g 38 mm cannula was used.

Event description:
No additional information.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, c3, and d1.